Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.analysis was performed and no anomalies were found.the outer insulation of the lead became extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant. The analyst also noted:the lead was returned with the outer insulation kinked/buckled. There were no other anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead had abnormal thresholds during implant. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.